Event description:
It was reported that the guidewire uncoiled during removal from internal jugular of pt who had a myocardial infarction, who was on a balloon pump and on a ventilator. Patient was stable during insertion and became acutely unstable during guidewire removal. Patient had developed an acute hemothorax, which required blood transfusions and a chest tube. Approximately 1400 cc's of fluid was drained from the chest. The patient stabilized after 14-18 hours.